Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the rotor assembly. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The rotor and motor assemblies were replaced due to corrosion and heat damage, additional preventative maintenance was also performed. The drill was repaired and returned to the user facility.

Event description:
It was reported that during a craniotomy, the drill was heating up. A backup drill was readily available; the procedure was completed without delay. There was no patient or user injury reported, no medical intervention, and no adverse consequences alleged.